Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that faulty latch and harness caused intermittent smart remote manager failures. A field service engineer observed smart remote manager continuously failing and requiring repeated recovery, replaced the latch and harness, and verified functionality through the hardware test application with successful results, confirmed by the customer in the application. The fse verified remote manager and hasp alignment, checked bus cable, harness, interface board, latch screws, comm sled connection, and temp probe placement, confirmed glycol vial presence, software versions, and matched serial numbers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager was failed. Multiple fail when trying to open the refrigerator. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.